Manufacturer narrative:
B3: the event occurred on an unspecified date in 2023. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a "significant allergic reaction on a unipuncture y connector s 660 c¿ accessory. This occurred when the patient was being treated with dialysis. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.